Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads exhibited insulation damage. Both the atrial and ventricle leads were capped and replaced on (B)(4) 2021. Patient was stable.

Event description:
Related manufacturer reference number:2017865-2021-20435. It was reported that the atrial and right ventricular leads exhibited insulation damage. Both the atrial and ventricle leads were explanted and replaced on (B)(6) 2021. No patient consequences.